Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
It was additionally reported on (B)(6) 2024 that the patient's platelet count was trending lower than expected with the latest platelet count at 73× 10^9/l. As a result of the low platelet count, heparin was removed from the purge solution and a heparin induced platelet panel was sent for testing. There was no report of the results of the panel. The impella was weaned the same day as the right ventricle showed a return of motility. The patient was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Due to left femoral vein access, the sheath kinked, however, the physician was able to manipulate impella past kink. The patient continued on support until the device was successfully weaned. The patient's condition was noted to be stable.